Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that the pump was worn in an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to faulty force sensor resistor. No alarm on alarm history screen. We were unable to perform the delivery accuracy test due to motor error alarm anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Motor passed motor test. The device passed displacement test.